Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0wpgm, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0wpgm, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type: extension. Product ID: 3387s-40, lot# va0wpgm, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that high impedances of greater than 40,000 ohms were measured on all combinations with contact 10. The cause of the event was note determined. Impedances were being checked during a follow up programming visit. The patient's programming was changed to use contact 9 instead of contact 10. The issue was no resolved at the time of this report. No surgical intervention occurred or was planned.